Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the air/water and suction cylinders had no color, switch #1 was cut, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the connecting tube was buckled and wrinkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Additional details regarding the cleaning, disinfection, and sterilization and microbial testing by the customer have been requested. At this time, no additional information has been provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated that the distal end, instrument, biopsy, suction and air/water channels were sampled on august 8, 2023. The distal end tested negative for microbial growth. The instrument, biopsy and suction channel tested positive for dermacoccus nishinomiyaensis with more than 20 colony forming units (cfu). The air/water channel tested positive for dermacoccus nishinomiyaensis with 8 cfus. The scope was reprocessed and then sampled again on august 15, 2023. The distal end and channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.